Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the screen on the display is just scrolling black lines and can not be read.